Event description:
It was reported that the user experienced a supply issue in which four consecutive inset 23" infusion sets from a single lot did not deliver drops during priming, while a new box from a different lot functioned as expected. Symptoms included no insulin flow from the affected infusion sets. Outcomes included the need to discontinue use of the affected box and obtain replacement supplies, with no alerts or alarms reported. Investigation included user education and troubleshooting and shipment of replacement supplies. Investigation of this case revealed that the infusion sets from the reported lot were unusable for priming and that correct operation was restored with a different lot, suggesting a lot-specific product issue rather than user setup error. It was concluded that the event was related to a product performance problem affecting infusion delivery from the specific box of infusion sets.